Manufacturer narrative:
A complete lead measuring 46.3 cm was returned. An external abrasion exposing the outer coil was found at 6.7 to 7.0 cm from the connector pin consistent with friction to the implantable cardioverter defibrillator. The exposure at this location likely caused the reported noise.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon review, the right atrial lead exhibited lead noise. No other anomalies were noted. The lead was removed and replaced. The patient was stable following the procedure.